Event description:
When the device was used during a low anterior resection, it partially stapled. When the circular stapler was inserted into the rectum, it was noted to be partially open. The opening was closed using sutures and a temporary double loop ileostomy was performed. The or time was extened by 2 hours. There was no other patient consequence reported.